Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown screws: locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: this report is being filed after the review of the following journal article: cinats, d. Et al (2024), early complications of a novel retrograde intramedullary femoral nail in the treatment of femur fractures, journal of orthopaedic trauma publish xx.xx, pages 1-20 (canada). The study aims to determine the early implant failure rate of a novel retrograde intramedullary femoral nail. Between april 2018 to april 2022 a total of 314 patients ( 196 male and 118 female) with a mean age of 30.5 years were included in the study. These patients had periprosthetic distal femur fracture. All patients were divided into two groups according to the treatment received. Rafn group or control group treated with synthes expert retrograde/antegrade femoral nail consisting of 258 patients (167 male and 91 female), and a mean age of 31 years. The rfna group or the experimental group treated with the next generation rfn-advanced retrograde femoral nail (synthes) consisting of 56 patients (29 male and 27 female) and a mean age of 31 years. Patients were seen in follow-up at two, six, twelve-, and 26-weeks post-operatively. The following complications were reported as follows: rafn (control group). 5 patients who had screw backed out. 11 patients are for secondary surgery. 2 patients due to screw back out. 1 patient for non-union. 5 patients for infection. 1 patient for elective implant removal 1 patient for loss of reduction. 1 patient for peri-implant fracture. Rfna (experimental group). 13 backed out screw (8 of 13 patients are for secondary surgery). This report is for an unknown synthes screws: locking. A copy of the literature article is being submitted with this medwatch. This is report 2 of 3 for (B)(4).